Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited multiple noise episodes which caused oversensing. The lead also exhibited high impedance measurements and high capture thresholds. No intervention or additional information was reported.